Manufacturer narrative:
Additional procedure is not specifically addressed in the IFU. Endoleaks are addressed in the IFU. No product or images were returned to assist in the investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines. Initial repair was performed (B)(6) 2008. Follow-up on (B)(6) 2010 revealed a type 3 endoleak at the contralateral overlap. The endoleak was resolved after placement on another manufacturer's stent. The physician commented that there was a possibility of a pinhole leak. However, the information that has been provided indicates that there was a lack of apposition between the modular components. Placement of an additional stent resolved the endoleak. Possible contributing factors are unknown based on the limited information provided. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assesment (qera).

Event description:
A patient underwent aaa repair on (B)(6) 2008. On (B)(6) 2010, the physician did a follow up and recognized the type iii endoleak at the contralateral portion. Since the physician performed angiography, he confirmed that the type iii endoleak at the connected portion between main body and contralateral leg. The physician placed the original stent graft (modified the palmaz m stent) at the endoleak portion and resolved. No harm to patient.